Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip, cracked casing near the display window corners, cracked display window, missing end cap sticker, loose/protruded drive support disk, and minor scratches on the display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that there were cracks along the insulin pump casing. The insulin pump was returned for analysis.